Manufacturer narrative:
(B)(4). Batch # na. The device was received with no apparent damage. It was connected to a generator and resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the hand piece errored out during the case and the screen said to replace the hand piece. The case was completed using another device of the same product code. There were no patient consequences reported.